Manufacturer narrative:
It was indicated the use of a qualified associated cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
An health care professional reported during the intraocular lens implantation the lens broke as the surgeon was trying to insert lens. Additional information has been requested and received and it was clarified that during insertion the plunger went over the lens and trailing haptic was broken upon insertion. Broken iol successfully removed and backup lens used. The patient was not hospitalized for the event and there was no patient harm. The symptoms have resolved and the prognosis was good. No intervention was needed.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).